Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to exit the load reservoir process. The customer¿s blood glucose was 203 mg/dl. Customer stated the rewind option was displayed after an alarm. Customer did not receive complete status with next highlighted on the screen. Customer stated that the pump piston did not go down even if the customer selects rewind and keep on getting to the rewind the insulin pump screen. Customer also stated that insulin pump had insulin flow block alarm during fill tubing. The device will return for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device primed properly during testing. No unexpected prime anomalies or insulin flow blocked alarm noted during testing. (B)(4).